Manufacturer narrative:
(B)(4). Concomitant medical products: vngd ant stblzd brg; p/n: (B)(4), l/n: unknown; biomet cc I-beam tray; p/n: (B)(4), l/n: unknown; vngd patellas component; p/n: unknown, l/n: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported a patient underwent primary left total knee arthroplasty two years post-implantation. Subsequently, the patient was noted to have radiolucency on the femur. No additional patient consequences were reported.